Event description:
During an attempted novasure endometrial ablation a pt experienced arystole 10 seconds into the ablation cycle. The procedure was stopped and the pt "immediately converted to normal sinus rhythm without any intervention". A second attempt was made to ablate the uterus and the pt again "had a repeat episode of asystole after approx 10 seconds of rf [radio frequency] energy". The procedure was aborted and again the pt "spontaneously reverted to normal sinus rhythm". The pt was admitted to the hospital for overnight observation. She was discharged home the next day ((B)(6) 2012). On (B)(6) 2012, the physician reported the pt "underwent a complete cardiac work-up which was negative". The cardiologist thought it was possible that "this was a severe vagal reaction to the procedure". On (B)(6) 2012, the physician reported the "pt is doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. A lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).